Manufacturer narrative:
(B)(4). An investigation was conducted to evaluate this issue. The customer requested service and an abbott field service engineer (fse) inspected the instrument. The fse performed some maintenance procedure (gravimetric tests for wash zones 1 and 2, performed residual test on the wash zones, replaced wash zone manifold valve 2, performed pipetter calibrations for the sample reagent pipetters and performed quality control analysis for the toxo-igg assay). The fse confirmed the instrument satisfactory performance upon departure. The instrument history was reviewed and no additional complaints were identified for erratic results related to this instrument. Based on the investigation results, no malfunction or product deficiency were identified related to this issue. However, the customer was referred to the instrument labeling where such an issue of discrepant results was discussed along with the probable causes.

Event description:
The customer stated that the architect analyzer generated discrepant results from samples of three patients. A sample from one patient generated a false positive result of 29.8 iu/ml for the toxoplasma-igg assay which was repeated negative. No impact to the patient management was reported.

Manufacturer narrative:
(B)(4). A final report will be submitted when the investigation is complete.